Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the remote manager failure. The field service engineer went on site and customer was able to recover remote manager. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager not opened. The customer stated that remote manager not opened when they tried to pull meds from the refrigerator. There were no adverse events or injuries reported based on this incident.